Event description:
It was reported that the roller pump could not rotate with the power on. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Analysis by the (B)(4) biomedical engineer found no abnormality. The malfunction was cleared by replacing central processing unit/printed circuit board assembly (cpu/cont pcb).